Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 490 mg/dl. The customer delivered a bolus via the pump. Additionally, it was reported that the customer received multiple valid incomplete bolus alerts. The customer reported navigation to the bolus request screen but did not complete delivery of a bolus. The customer's bg level was 490 mg/dl at the time of the alert. Tandem technical support educated the customer regarding the alert and the customer acknowledged. The customer reported that after changing the site, the customer's blood glucose levels decreased to target range.